Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted outpatient antibiotic therapy. Per the home program manager (hpm), the cause of the events is unknown; therefore, causality cannot firmly be established. However, the hpm reported the events were unrelated to the utilization of any fresenius device(s) or product(s). Additionally, and infectious disease consult revealed the peritonitis was likely caused by an infectious pocket which never healed. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2020. Medical records revealed a peritoneal effluent fluid culture (cloudy) and cell count (wbc = 3,169 /mm3, polymorph cells = 85%) was obtained on (B)(6) 2020, and the patient was given a single dose of intraperitoneal (ip) vancomycin 2000 mg. The peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis. On this occasion, the patient was being treated as an outpatient by an infectious disease doctor, which began on approximately (B)(6) 2020. Although the exact details of the consult are unknown. It appears the patient¿s peritonitis was treated with oral rifampin 300 mg twice daily from (B)(6) 2020 and oral cleocin 300 mg (B)(6) 2020. The patient¿s home program manager (hpm) reported the cause/origin of the peritonitis is unknown; however, the infectious disease doctor stated the repeat peritonitis events were likely caused by an infectious pocket which never healed. The hpm also stated the events were unrelated to the utilization of any fresenius product(s) and/or device(s). A follow-up cell count was collected on july 6, 2020 (wbc = 15 /mm3, polymorph cells = 0), which demonstrated a steady decline of the infection. The patient continued to undergo ccpd therapy, utilizing the same liberty select cycler as before the events.